Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to faulty ap and dr patient board. In addition, a loose scope socket was observed and the video connector socket did not secure any paddles. All the paddles were loose and disconnected when slightly moved which caused noise or loss of image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The unit was able to show the serial number on the screen however, the image issue persists. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty ap and dr patient boards (printed circuit boards) and looseness of the scope socket could not be identified. Olympus will continue to monitor field performance for this device.